Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high pacing impedance and high capture thresholds on the right ventricular (rv) lead. On (B)(6) 2021, the rv lead was capped and replaced. The patient condition was stable before, during, and afterwards.